Event description:
Pt undergoing persantine stress test. Bd 60ml syringe utilized to inject persantine. Device malfunctioned. Some of the medication on wrong side of plunger. Pt did not receive all medication, approx 3-5 mls not received.